Manufacturer narrative:
We have been made aware of an incident at umass memorial healthcare, where while hanging a dialysis effluent bag to empty, the plastic loops tore, spilling the contents of the bag onto the nurse and floor. The defective sample was not available for inspection. In the meanwhile by the info provided with clinical investigation report (enclosed to this document) we were able to clearly identify the issue claimed. The nurse had hung the full effluent bag by only one of the loops when draining the effluent bag. The loop tore, allowing the bag to fall and spill effluent on the floor and onto the nurse. This occurred two times that day. The loop broke from the excessive weight and spilled effluent onto the floor and nurse. This incident occurred away from the prisma machine and from the pt area. Only the nurse was exposed to the effluent. The prisma machine was not investigated as the incident occurred in a separate area and did not involve the machine's function. The nurse did not suffer an exposure and did not require any medical intervention as a result of this spill. The nurse was re-educated by the facility to use all loops on the top of the effluent bag when hanging the full bag to drain. This would allow weight distribution to all loops of the bag.